Manufacturer narrative:
This device will not be returned for evaluation as it was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this tympanostomy tube had migrated to middle ear and skin healed over it. A surgical intervention was performed to remove a foreign body in right middle ear and an ear patch was applied. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported failure is likely due to the user's application of the device, rather than any manufacturing, material, or processing issues. This supplemental report includes a correction to e1, e2, e3, and g2 from the initial medwatch. In addition, new information has been added to h4. Olympus will continue to monitor field performance for this device.